Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use state under precautions: "it is vital that the integrity of the work channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty. Use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Instructions for use state under system preparation: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." The instructions for use direct the user to "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids."if the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. The information provided by the user reported that they observed "two clear plastic balls on the string," these are beads that are molded onto the trigger cord during manufacturing of the product. The importance of the beads on the trigger cord is to assist with properly deployment of the bands. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi band ligator. The following was reported to customer relations: "when the bander [ligator] was applied to endoscope, the user noted that a band had fired while applying the bander [band prematurely deployed during assembly]. The procedure proceeded and the endoscope was inserted through the bite block into the esophagus. At this time, it was noted that there were two (2) small clear plastic balls which are not normally seen on the bander strings. At this time, it was also noted that the bander was coming off of the end of the endoscope, with no bands being fired. The endoscope was withdrawn and the cap [barrel] was not on the end of the endoscope. The cap [barrel] ended up being retained in the patient's esophagus and having to be retrieved with a net.